Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer was failed unable to recover, FST was requested to onsite that night.The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that the failure was caused by a damaged PyxisBus cable, which resulted in a communication breakdown between the smart remote manger and the MedStation. Additionally, physical damage and fluid ingress observed on the returned PCBAs contributed to loss of power, circuit instability, and compromised drawer functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 22-MAY-2020 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 07-MAR-2014 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER WAS FAILED. A FIELD SERVICE ENGINEER (FSE) IDENTIFIED THAT THE SYSTEM EXHIBITED A POWER FAILURE DUE TO THE DRAWER 3.1 AND 3.2 WAS IN COMPLETED FAILURE MODE AND DETERMINED A REPLACEMENT OF DRAWER WAS REQUIRED. FSE ALSO IDENTIFIED THAT THE SMART REMOTE MANAGER EXHIBITED A HARDWARE ERROR DUE TO DAMAGED PYXIE BUS CABLE CAUSING A DISCONNECTION BETWEEN SRM AND MEDSTATION. FSE REPLACED THE BOARDS IN THE REAR OF THE DRAWER AS THERE WERE NO LIGHTS IN IT AND ALSO REPLACED THE DAMAGED PYXIE BUS CABLE OF THE SRM. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER HAD REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DRAWER WAS FAILED UNABLE TO RECOVER, FST WAS REQUESTED TO ONSITE THAT NIGHT. THE CUSTOMER STATED THAT THIS MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer on.PART ANALYSIS:The reported condition of MedstationES Failed drawer was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process.According to Work Order#: (b)(4), the Field Service Engineer (FSE) reported that the system experienced a power failure because Drawers 3.1 and 3.2 were in a complete failure mode. The FSE determined that drawer replacement was required. The FSE also identified a hardware error in the Smart Remote Manager (SRM) caused by a damaged Pyxibus cable, which resulted in a disconnection between the SRM and the MedStation. The FSE replaced the drawer controller and pyxibus module controller boards at the rear of the drawer because no indicator lights were present and also replaced the damaged Pyxibus cable connected to the SRM. HTA verification was completed, and no further issues were observed.During DCHU Visual Inspection:PN: 128361-02: The unit was received with signs of physical damage, specifically a broken female connector and exposed wires. No evidence of fluid ingress or other anomalies.PN: 151630-01: The unit revealed evidence of fluid ingress. No missing components or other anomalies were observed.PN: 151622-01:(SN: (b)(6): The unit was received with signs of physical damage, specifically broken pins inside the J401 connector. No evidence fluid ingress, missing components or other anomalies observed.(SN: (b)(6): The unit was received in good condition with no signs of physical damage, loose components, fluid ingress, missing components or other anomalies observed.During DCHU testing:PN: 128361-02: No testing was necessary due to evidence of physical damage specifically on the female connector and exposed wires.PN: 151630-01: No testing was required due to evidence of fluid ingress.PN: 151622-01:(SN: (b)(6): No testing was required due to evidence of physical damage, specifically broken pins inside the J401 connector.(SN: (b)(6): The returned drawer controller board was evaluated on an ESD protected surface, using a calibrated digital multimeter to measure resistance; less than 1 ohm was measured between TP502 TP505 and TP501 TP503, indicating failure of D501 and Q501, no further testing was required.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:After investigation, it was determined that the root cause of the complaint component was generated by physical damage to the associated components.PN: 128361-02: The returned ASSY CABLE INTERFACE PYXIBUS 25 FT with physical damage, specifically on the female connector and exposed wires.PN: 151630-01: The returned PCBA PMC v1.06/v0.09BL HH with evidence of fluid ingress.PN: 151622-01, SN: (b)(6): The returned drawer controller board physical damage, specifically broken pins inside the J401 connector.PN: 151622-01, SN: (b)(6): The returned drawer controller showed short circuit on diode D501 and MOSFET Q501.The damaged pyxibus cable caused a communication breakdown between the SRM and the MedStation, while the physical damage and fluid ingress on the returned PCBAs contributed to the loss of power and functionality within the drawer.